Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had a loss of stimulation from their implantable neurostimulator (ins) and that it had been discharged for 5 to 6 months. They stated they were not using the device and did not plan on using it ever again. The patient did not plan on having surgery because they did not want to go under. The patient noted that they had problems with their lungs/brain and were rather sick but they did not verify further. They were to have an MRI. Follow up information received reported that the lung/brain problems were not related to the implanted device therapy. The circumstances that led up to the discharged battery was a lack of maintaining the charge. The patient stated that no symptoms were experienced related to the discharged battery. They had not notified their managing physician regarding the issue and had only contacted the manufacturer to see if the scan was safe with the battery fully discharged. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, the event will be updated. Additional information received from the patient on (B)(6) 2018 reported that they had their ins removed. The patient reiterated they had not charged the ins properly and that it was discharged. The patient wanted to donate their external equipment (see additional external references). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.